Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle had foreign matter on the needle tip before us. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: our manufacturing facility received the sample that was returned for investigation. Upon examining the product we identified the white layer on the cannula to consist of epoxy glue which is the adhesive used to join the cannula to the hub. A batch history review was conducted for reported lot and showed no non-conformances associated with this issue during the production of the reported batch. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Based on our experience, this issue will typically occur during the assembly process when the epoxy adhesive is added to the hub. As a result of a temporary stoppage of this process or a maladjustment of the dosage to be applied, an excessive amount of epoxy can be added, resulting in the issue identified with the product reported.

Event description:
It was reported that bd microlance¿ needle had foreign matter on the needle tip before us. No serious injury or medical intervention was reported.